Event description:
The pt reported out of range normal control solution test results with test strips, lot 16250b. Some time within the last month, the pt opened the first bottle of test strips from the box and they "worked fine". On 2/20/97, the pt opened the second bottle of test strips from the box and obtained a normal control solution test result of 147 mg/dl versus a normal control solution range of 97-145 mg/dl (pt could not read lot number of control solution, exp 4/98). The control solution was opened 2 months ago. The pt shook it before she applied the sample. With the rep, the pt obtained a normal control solution test result of 146 mg/dl. Also with the rep, the pt obtained a check strip test result of 70 versus a check strip range of 63-83. The desiccant is in both bottles of test strips. The pt's meter was set to the appropriate code. The pt used all test strips from the first test strip bottle. For this reason, she only returned the second bottle from the same box to co.